Event description:
It was reported that during the pre-use check, the customer noticed the roller clamp was attached to the product upside down. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received without original packaging, decontaminated, and inside in a plastic bag. The unit was visually inspected under normal conditions of illumination. It was observed that the roller clamp was inverted. The complaint was confirmed. The root cause of the occurrence for this condition was due to an operator oversight, procedure was not correctly followed. An awareness notification was conducted by the quality engineer to the production personnel to avoid oversight of the clamp assembly operation